Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. Upon investigation, the cable connecting the distribution node to the rear therapy electrode was pulled from strain relief. The root cause for the pulled cable was excessive force. There is no indication that the damage to the cable caused or contributed to the inappropriate treatment event as the device delivered a full energy pulse. Downloaded flag data revealed that the device was able to detect and treat a patient. Device manufacture date: monitor: sn (B)(4): 09/14/2015 reuse, electrode belt: sn (B)(4): 08/28/2014 reuse.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016. The patient received an inappropriate treatment on (B)(6) 2016 at 06:26:09 consisting of one 173j shock. The rhythm at the time of and after the treatment shock was intermittent idioventricular rhythm at 80 bpm. Multiple counting contributed to the false detection. The device was shutdown at 15:44:16 at (B)(6) 2016. The patient passed away on (B)(6) 2016.